Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During interrogation of the ICD, the atrial lead was unable to sense the p wave and no capture was observed, even at maximum output. During atrial stimulation to test the threshold, the patient felt pocket stimulation. The device was reprogrammed and the patient's heart rate spontaneously increased. The device was reprogrammed to "ventricular only" and the patient received medication to manage the high heart rate. The patient was stable and will be monitored.